Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer did not have an alternate method of insulin therapy available. The customer reverted to an alternate method of insulin therapy.